Event description:
It was reported that customer experienced unspecified cartridge alarms on pump that suspended insulin delivery. A new cartridge was loaded to resolve the issue. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support.